Event description:
Reference number (B)(4). Event occurred in the united states. On 31-jul-2024, it was reported that the patient faced infusion set cannula was twisted and pinched within 3 or more hours after insertion at abdomen, which cause the patient blood glucose levels was elevated to 442 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available